Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8100bd unit serial # (B)(4). Case resolution: tech is get error code 246.4700 on 8100bd unit, the a/d converter took too long to complete a calibration cycle, which with that error the logic board to go out will need to be replace on unit. The unit is still under warranty repair transfer tech to services repair to setup unit to come for services. Tech thank me for my assist.